Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having to charge more often than expected since implant. The patient was told by their rep that they would have to charge every 3 weeks, but they are currently charging every week. It was also reported that the patient had pain in their upper back from the bra line up since implant and that they cannot lean back, sleep, drive, dance, walk, shower, or comb their hair. It was also noted that the patient's back gets really hot and then they get chills. An MRI was scheduled for (B)(6) 2017 to look at the ins. Follow up was with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.